Event description:
Customer reported false negative results for nitrite.

Manufacturer narrative:
Ichem velocity urine chemistry reporting control failures due to probe misalignment. There were no reports of erroneous results to patient samples generated and no reports of change to patient management as a result. An iris field service engineer (fse) assisted customer in adjusting the probe height and first pad alignment. The fse ran qc which passed. System was operational.